Event description:
Boston scientific received information that one day post implant loss of capture was noted on the right atrial channel. A lead dislodgement was confirmed and a revision procedure took place. Several attempts were made to reposition the lead but there was no success, thus a new lead was implanted. The explanted right atrial lead will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.